Manufacturer narrative:
Investigation is in progress.

Event description:
The facility reported two patients with mild corneal burns during cataract surgery. All wounds sealed without the use of sutures. Additional information has been requested. This patient is being reported under manufacturer report #2028159-2007-00045. The second patient is being reported under manufacturer report #2028159-2007-00044.